Manufacturer narrative:
(B)(4).

Event description:
It was reported that pairing failed occurred on for transmitter with serial number 8rkjn0. However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Perform voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and pairing failed was found for serial number 8x30wl within the investigation window. The allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss could not be determined. The reported event of pairing failed is reportable based on pairing failed error was found. No injury or medical intervention was reported.